Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit identification board was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that during pre-use checkout the unit alarmed and was unable to mechanically ventilate. There was no report of patient involvement.